Manufacturer narrative:
Device location is unknown.

Event description:
A patient reported experiencing pain post-operatively. Imaging showed, "no obvious hardware anomalies," but during revision surgery, the physician identified that the screws were, "obviously loose" and the "head had sheared off" one of the screws. This report captures the second of two screws (loose).

Event description:
A patient reported experiencing pain post-operatively. Imaging showed, "no obvious hardware anomalies," but during revision surgery, the physician identified that the screws were, "obviously loose" and the "head had sheared off" one of the screws. This report captures the second of two screws (loose).

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.